Manufacturer narrative:
Additional information provided in b.2 , b.5. And h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a (serious injury). The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and reported that the iol was exchanged for the same lens model but two diopter less power indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol.

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the iol was explanted with reason iol malfunction and clinical reason for explant was mentioned as lasik and incorrect iol power. The lens was explanted and replaced with same model different diopter.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).